Event description:
Report one of two of an overdelivery of flush solution through a transducer system received from abbott int'l affiliate (abbott canada). A pt was receiving a heparin infusion. There were 1000 units of heparin added to a 500ml bag of unspecified solution. The pt was to receive 3ml/hr, but while at the bedside, the clinician had noted that the pt actually received the entire 500ml in 24 hrs. The transducer was changed with no further problems. There was no reported adverse pt effect. Add'l info was requested from the int'l affiliate, but no further info was provided.